Manufacturer narrative:
(B)(4). The bench reported a pacing issue. There was no reported patient involvement. This complaint is till being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The bench reported a pacing issue. There was no reported patient involvement.